Event description:
Doctor performed the first ablation by deploying the arrays at the maximum exposure (5 cm) without any problem. He retracted the needle as usual but, even if the deployment shaft indicated the full retraction of the arrays (the white triangle was clearly visible) part of the arrays was still outside the cannula (approx 1 cm). It resulted impossible retracting completely the arrays. The hospital personnel refused to sterilized the device; since the pt was hcv infected. Device was discarded.

Manufacturer narrative:
Unable to verify complaint. The device was discarded due to pt having hcv.